Event description:
Additional information was received that episodes of pptwo continued following reprogramming. Technical support provided additional programming recommendations to resolve the event. No further intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.